Manufacturer narrative:
Awaiting receipt of device.

Event description:
It was reported t2 was not deployed.

Manufacturer narrative:
One (B)(4) fast-fix 360 curved needle delivery system device returned. The device was received in used condition. The device was returned with t1, t2 and suture separated from needle. The delivery needle is twisted and bent. Under warnings the IFU states ¿do not bend the delivery needle. The fast-fix 360 devices are manufactured with straight or curved delivery needles. Intentional bending of the delivery needle may make it difficult or impossible to deliver the t1 and t2 implants. If the delivery needle has been inadvertently bent, or if resistance is encountered during deployment, a new delivery device may be needed.¿ functional test proved that the device actuates as intended. No root cause can be confirmed with regards to the manufacturing of the device.